Manufacturer narrative:
Use error: the t:slim x2 pump user guide states "your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went swimming with the pump. Subsequently, the pump shut off and would not turn on. Blood glucose was 200 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.